Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported left side "few radial folds." Healthcare professional later reported that the cause of the radial folds was "rupture." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "few radial folds." It was later reported by the hcp that the cause of the radial folds was "rupture." The device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ creases/folding of implant: not observed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.